Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-5105. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the previous complaints, buckling inside the scope connector socket occurred in the following order. When inserting the scope internal into the scope connector socket of otv-s190, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of otv-s190. The terminal inside the scope internal socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of a connector issue was confirmed. The service technician observed bent pins inside video connector was causing no image on scope. Replaced video connector. Unit has up to date main switch and software version. Unit was tested and inspected pass all functional tests, pass electrical safety test. The cause can be attributed to a connection issue. No further information was reported.

Event description:
The customer reported to olympus that in preparation for use, the scope connector had a bent pin. The intended procedure was completed. There was no patient injury reported.